Event description:
The ge oec 9800 fluoroscopy system had boot up issues. System would not boot consistently.

Manufacturer narrative:
A ge oec service representative investigated the issue and erased the modes and reloaded software. Voltages were checked and the cmos was reset. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.